Manufacturer narrative:
Case outcome: refer to (B)(4) form b investigation report (previous investigation for the same issue). Retention samples from lot: cov5029004 were tested and met the qc criteria. The issue was not found in the retained cassettes. The complaint is not confirmed. The following fields are updated: b4: "date of this report" - date of this follow-up report. G6: "type of report" - follow-up #1 h2: "if follow-up, what type?" - added "device evaluation" and "additional information" h3: retention lot was evaluated. H6: "adverse event problem" - event problem and evaluation codes are updated. H11: "additional narrative/data" - updated manufacturer's narrative.

Event description:
Invalid result(s): we got a call from a customer that is having an issue with the flowflex covid 19 antigen home test. The customer just purchased the test kits, so this is an out of box issue. When the customer performed 2 tests correctly with 4 drops in the sample well. Both test cassettes showed nothing next to the c-line or the t-line. The customer could not send a picture of the test cassettes; they had been thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with the flowflex covid 19 antigen home test. The customer just purchased the test kits, so this is an out of box issue. When the customer performed 2 tests correctly with 4 drops in the sample well. Both test cassettes showed nothing next to the c-line or the t-line. The customer could not send a picture of the test cassettes; they had been thrown away. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.